Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to infection. It was noted that the patient also received antibiotic treatment. It was further reported that the patient's infection continued despite treatment and the patient subsequently died.